Event description:
It was reported that during an attempted implant, the catheter was inserted into the coronary sinus and the guidewire was removed for venography. During this procedure, the sheath became slightly displaced to a shallow position and was pushed in resulting in coronary sinus dissection. In addition, during sheath removal, the left ventricular (lv) lead became slightly displaced as well, resulting in elevated threshold and diaphragmatic stimulation that could not be handled with output changes. The lv lead was re-positioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.